Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's therapy turned off and the device reset to shipping parameters. The patient said she turned off the stimulation for her ablation procedure. Shortly after, she discovered the device was at power on reset. There was no trauma that affected the device. The patient was redirected to the healthcare professional for further diagnostic. No further patient complications are anticipated or expected as a result of this event.